Manufacturer narrative:
Qc was acceptable. The alarm trace data from (B)(6) 2025 contains "abnormal aspiration", "sample clot detection", and "sample foam detection" messages. These alarms suggest possible sample quality issues with other samples. The customer did not observe any visible clots for the sample in question. No issues were identified with the customer's pre-analytic procedures. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The sample foam detection (sfd) images were provided for review. The images show sample issues (e.g., clots), a dirty environment, and an incorrect adjustment of the tube holder at the sample pipettor. The investigation determined the event was consistent with preanalytical handling issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t hs) on a cobas 8000 e 801 module. The tests were run between the standard application of the assay and the short turn around time (stat) application of the assay. The initial result from line 2 using the stat application was 3.25 pg/ml. The repeat result from line 1 using the stat application was 3.72 pg/ml. The initial result from line 2 using the standard application was 21 pg/ml. The repeat result from line 1 using the standard application was 4.4 pg/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6).